Event description:
It was reported that the minicap was leaking iodine from a crack in the side of the device. The caller indicated the event occurred a few hours after the minicap was attached to the transfer set. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 2 of 5.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for lot number 13l16h15 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and evaluated. The box dimensions were measured on the returned sample and they were within the specifications. A visual inspection was performed on the sample. The visual inspection noted a crack in the cap (of the minicap). The minicap underwent functional/leak testing. The minicap was assembled to a transfer set connector and tightened to a torque value that was establish in order to close the minicap over the transfer set shoulder without overriding the internal positive stops. The assembly was then pressurized, submerged under water and inspected for leaks. The leak was verified by this functional testing. If additional relevant information is obtained, then a follow-up MDR will be submitted.